Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an interrogation showed rates between 54 to 122 bpm in bigeminy appearance rhythm. The right atrial (ra) lead was noted with potential oversensing. The lead remains in use. No patient complications have been reported as a result of this event.